Manufacturer narrative:
The physician used three guidewires of the same product family during the procedure and was unable to report the lot number for the reported device; therefore, the three lot numbers for all three guidewires were reported. The device history record (DHR) review for each of the three lot numbers: 17895922/17897417/17958097 confirmed that the devices met all material, assembly and performance specifications prior to release. Visual examination of the guidewire showed that the guidewire was shaped on its approximately 2.5cm distal section. The guidewire distal 0.4cm section was kinked in a zig-zag shape. Magnified examination of the distal tip showed that the guidewire poly sleeve had been fractured at distal tip¿the core wire was not impacted and was not visible in the fracture sites. The guidewire was bent on several places along its length. The guidewire poly sleeve was examined and no other anomalies were observed. The guidewire polytetrafluoroethylene (ptfe) coating was examined and it was found to be scraped off at approximately 14.7 cm from its proximal end. The guidewire hydrophilic coating was examined; the coating is present on the guidewire and meets visual specifications. The guidewire outer diameter were found within specifications. The separated proximal section was analyzed with sem (scanning electron microscopy). The proximal separation site showed no core wire fracture--only a fracture of the polyurethane material. No inclusions or material anomalies were noted at the fracture site, and sem analysis was unable to identify a possible cause for the separation. The cause for the scraped/peeled ptfe coating could not be definitively determined because it was not mentioned or reported, and because analysis could not identify a definitive cause. Information from the complaint indicated that friction was noted during advancement of the guidewire in the microcatheter and that the patient¿s anatomy was tortuous. Per the device dfu: ¿¿never advance the guidewire against excessive resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in separation of the guidewire tip, damage to the catheter and/or vessel perforation." Based on the investigation, it is probable that procedural factors associated with the tortuous anatomy may have contributed to the reported/observed break limiting the guidewire performance.

Event description:
It was reported that resistance was encountered while the subject guidewire inside the microcatheter was being passed through the carotid siphon of the internal carotid artery. The physician found under fluoroscopy that the distal tip of the guidewire had an abnormal shape. The device was removed. Visual inspection of the removed device showed that &#62728;"the distal 5mm looked abnormal and ragged (multiple "z" shapes)." It was confirmed that the guidewire was completely removed and there was no broken fragment remains in the patient body. The procedure was successfully completed with another of the same device. There was no clinical consequence to the patient due to the reported event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that resistance was encountered while the subject guidewire inside the microcatheter was being passed through the carotid siphon of the internal carotid artery. The physician found under fluoroscopy that the distal tip of the guidewire had an abnormal shape. The device was removed. Visual inspection of the removed device showed that "the distal 5mm looked abnormal and ragged (multiple "z" shapes)." It was confirmed that the guidewire was completely removed and there was no broken fragment remains in the patient body. The procedure was successfully completed with another of the same device. There was no clinical consequence to the patient due to the reported event.